Manufacturer narrative:
The quality control (qc) was in range at the time of the event. The siemens customer service engineer (cse) was dispatched to the customer site to inspect the advia centaur xpt serial # (B)(4). The cse replaced the v76 valve. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer observed both reactive (positive) and nonreactive (negative) results on the advia centaur xpt for the sars-cov-2 total (cov2t) assay for the same patient. The customer did not provide any patient results. The siemens clinical application specialist (cas) tested a sample from a lab technologist at this customer location. The results of the sample were reactive (positive) and nonreactive (negative) with the advia centaur xpt sars-cov-2 total (cov2t) assay. The sample was tested with an alternate method and the results were nonreactive (negative). There are no reports of patient intervention adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
MDR 1219913-2020-00319 was filed on october 02, 2020. December 08, 2020 additional information: the customer application specialist (cas) tested a patient sample from a laboratory technologist. The initial reactive and repeated were nonreactive with the advia centaur xpt sars-cov-2 total (cov2t) assay with reagent lot 005. The sample was tested with an alternate method and the results were negative. The quality control (qc) acceptable. The customer service engineer (cse) replaced the v76 valve. The cse on site performed 2 repeat testing with different centrifugation speed and obtained cv of 21 and 31% with the same patient sample. The region indicated the customer was not observing high cv after the region's recommendations in longer centrifugation time. Although there is insufficient information to determine the root cause, siemens cannot rule out pre-analytical factors as the cause of the discordant results. Pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. Siemens reviewed in house data for kit lot 005. This kit lot met all manufactures release specifications. Siemens did not identify a product problem. No further evaluation of the device is required. The investigation finding, and investigation conclusion codes were updated.